Event description:
It was reported that 60 units (two boxes) of extension sets had visible holes on the product and could not be used. This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: during follow up, it was clarified that there were holes in the packaging of sixty (60) extension sets. Product is sterile fluid path; there are flutter vents in overpouch. Overpouch is not a sterile barrier for the fluid pathway. There is no breach in the sterile fluid pathway. Should additional relevant information become available, a supplemental report will be submitted.